Event description:
As reported by the user facility: continuous infusion of abraxane (chemotherapy). A 100 ml programmed to infuse at 200 ml/hr; infused in 16-18 minutes instead of 30 minutes. Air in line alarmed - bag was dry, nothing left. No patient injury. Device last serviced in (B)(4) 2011 by b. Braun.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). A review of the pump's log revealed there were no infusions with a rate of 200 ml/hr recorded in the log. The log does not show any infusions on the day of the reported incident ((B)(6) 2012). All recorded infusions have date stamps of (B)(6) 2011 or were on previous dates. The last recorded infusion was started on (B)(6) 2011 at 13:10:11, with a rate of 165 ml/hr. The infusion stopped at 13:27:45 with an "air alarm." The total volume delivered was 48.3 ml, or 100.4% of the expected volume, which is within the accuracy specification range of 100% +/- 5%. The alarm was turned off at 13:28:12. At 13:39:50, another infusion was started with a rate of 260 ml/hr. At 13:46:29, the infusion stopped with another "air alarm." The total volume delivered was 28.8 ml, or 102.1% of the expected volume which is also within specification. The alarm was turned off at 13:46:56 and there were no more infusions recorded on (B)(6) 2011. There were also multiple infusions on (B)(6) 2011, all of which delivered volumes within the 100+/-5% accuracy specification. According to the log, the pump performed as programmed. The pump was also tested for volumetric accuracy in triplicate with a rate of 200 ml/hr and a 100 ml volume to be delivered (vtbi). The results were within specification at 103.1 ml, 103.1 ml, and 104.2 ml. Based on the results of this investigation, the pump operated as intended; therefore, no conclusions can be made regarding the cause of the event.